Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a malfunction of the video connector receiver. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were confirmed due to a faulty video connector socket. Additionally, found the battery was depleted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the connector opening lock was damaged and the image disappeared once on a video system center. The issue was found during inspection prior to a therapeutic procedure. The procedure was completed using a similar device. No patient harm was reported. This report is being submitted for the disappeared image as reported by the customer.